Manufacturer narrative:
A startup and controls ran fine before running the patient samples. The instrument currently is performing within quality control (qc) specifications with respect to controls (accuracy) and reproducibility (precision). A beckman coulter field service engineer (fse) was dispatched to the customer's site on (B)(4) 2013. The fse indicated that the platelet (plt) issues were caused by a defective red blood cell (rbc) bath and aperture housing which was replaced. The fse stated that noise in the part caused the erroneous plt results and no match between the instruments. The fse conducted latex calibration for new bath/aperture. Control results were verified against previous history and no calibration factors adjustment was necessary. The fse performed clog detect setups. Failure mode was attributed to the rbc aperture bath/housing which needed to be replaced.

Event description:
The customer contacted beckman coulter (bec) stating that the coulter ac¿t diff 2 analyzer recovered high platelet (plt) results when compared to the rerun on an alternate instrument. The customer provided instrument printouts for three patients. Data review confirmed erroneous high plt results, with instrument generated flags on the plt parameter and aperture alerts (++++) for the mean platelet volume (mpv) parameter for each patient. No erroneous results were reported out the laboratory. There was no death, injury, or effect to patient treatment.